Event description:
It was reported that the device is not giving accurate readings and has internal damage. Patient involvement is unknown.

Manufacturer narrative:
Other text: b3: date of event is unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Other, other text: d4 UDI: (B)(4). One device was received for investigation. The device was visually inspected and functionally tested. The reported problem was duplicated. The complaint is confirmed. Sounder pcb and mounting screws are loose inside enclosure and the ventilator is out of calibration. The sounder pcb was reattached to the front panel and the ventilator was recalibrated. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. G2 email is: regulatory.responses@icumed.com.

Manufacturer narrative:
Other, other text: a1, b5 and h6. Health effects codes, updated.

Event description:
Additional information received via email and attached to complaint: no patient involvement.